Event description:
It was reported that a clearlink system, non-dehp solution set leaked where the drip chamber met the tubing. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information e4, g2 and h10. E4: reporter sent to FDA?: update to yes (previously reported as no). G2: add: user facility h10: the user facility submitted medwatch mw5146932 for this event . Should additional relevant information become available, a supplemental report will be submitted.